Manufacturer narrative:
Patient identifier, date of birth, and weight not available for reporting. Date of event: unknown. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). DHR review was completed. Part no.: 04.016.035s. Lot no.: 5943005. Manufacturing location: (B)(4). Release to warehouse date: 14.aug.2017. Expiry date: 01.aug.2022. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent a procedure to repair a humeral neck fracture on (B)(6) 2018 utilizing the multiloc humeral nailing (mhn) system. Two weeks post-op, patient was symptomatic of radial nerve paralysis. Surgeon suspected the distal screws may be touching the patient¿s nerve. Patient was returned to surgery on (B)(6) 2018 where the sural nerve was transplanted into the radial nerve because the radial nerve was partially torn. No hardware was removed during this procedure. Surgery was completed successfully with a 360 minute delay. This report is for one (1) 8.0 mm multiloc proximal humeral nail 160 mm. This is report 3 of 7 for (B)(4).